Manufacturer narrative:
Patient date of birth, age, sex and weight unavailable from facility device manufacture date unavailable. Device evaluation: during the evaluation, 0.035" guide wire got stuck loading distally at blue section. Blue cover was dissected; an error was seen at inner lumen and hub.

Event description:
Prior to a lead extraction procedure and during preparation for use, the bridge balloon was being used prophylactically. When the physician tried to advance the balloon over the wire, the wire would not pass completely through the balloon. There was no reported patient harm and the patient was discharged per operative plan.